Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4)

Event description:
It was reported the patient's lead had migrated due to severe scoliosis. In turn, the patient could no longer receive effective stimulation. As a result, the patient underwent the surgery to add a 3286 lead. The issue was resolved by surgical intervention.